Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (30 mg/ml, 9.987 mg/day) via an implantable pump non-malignant pain. It was reported that during a routine pump replacement, the patient's pocket was opened and the 8780 catheter was found twisted beyond function / coiled up near the pump and had snapped off. The rep stated that it appeared to be cut in two at the pump. The damaged / twisted portion was replaced and spliced with the remaining catheter. The rep wondered about priming the rest of the catheter. They confirmed they did not aspirate from it and there wasn¿t good cerebrospinal fluid (csf) flow from it. Additional troubleshooting was reviewed. The physician put 20 cc of drug and 20 cc of pfns to bring the concentration in the pump to 15 mg/ml. The patient was started at minimum rate. The issue was resolved at the time of this report. No symptoms or patient complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, ubd: 30-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.